Manufacturer narrative:
Device return anticipated but not yet arrived; no conclusion can be drawn at this time.

Event description:
Lar procedure. Ralc30 dlu was placed across distal rectal stump to be stapled and transected. Ralc30 dlu closed easily into range but when fired, a strange and unusual noise was heard during the firing sequence. After firing, surgeon noticed that both the proximal and distal side of the staples were malformed and the staples were open. Surgeon had to place manual sutures to keep the transected line closed before reconnecting the colon with a cs29 dlu.